Manufacturer narrative:
Investigation summary: unconfirmed, no sample provided. Investigation conclusion: a full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out. Root cause description: a full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out.

Event description:
It was reported that a bd ultrasafe¿ plus x100l had a plunger that was not connected to the syringe, it would not go down when attempting to release the medication.